Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and the patient wanted magnetic resonance imaging (MRI) ability and newer technology. The patient is doing well post operatively. Device will not return due to facility policy and electrocautery was used.